Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit displayed electrical failure, error code 50, and the equipment could not be started. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields:b4,d5,e2,e3,g3,g6,h2,h10.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site postal code- (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and did equipment troubleshooting, motor control board, drive valve group damaged. He installed the drive valve group((d104-00-0018) and installed the motor control board(d671-00-0004). The equipment was tested according to factory requirements, and all test data were within the qualified range. The device recovery function can be delivered to customers for use.